Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es touchscreen and fingerprint not responding, preventing user access to medication and the device had to be rebooted several times in order to be operable, once access gained then the idle time allowable was 60 seconds, therefore certified registered nurse anesthetist's was auto-logged out during the emergency procedure. The name of the affected procedure was interventional radiology and there was a delay of about 10 minutes. The customer added that the required medications including clevidipine were retrieved from another device since there were three other devices available in the reported location. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with corrected information: b5, d1, d3, d4, e3 the following fields have been updated with additional information: h6 annex b and g, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-aug-2022 to 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user was signed out due to user-initiated power failure and there were several other power issues. A field service technician replaced the power supply and battery and checked after bootup that the drawer was not on bus, then replaced all three bus controllers to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was signed out due to user initiated power failure and there were several other power issues. A field service technician replaced the power supply and battery and checked after bootup that the drawer was not on bus, then replaced all three bus controllers to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system touchscreen and fingerprint not responding, preventing user access to medication and the device had to be rebooted several times in order to be operable, once access gained then the idle time allowable was 60 seconds, therefore certified registered nurse anesthetist's was auto-logged out during the emergency procedure. The name of the affected procedure was interventional radiology and there was a delay of about 10 minutes. The customer added that the required medications including clevidipine were retrieved from another device since there were three other devices available in the reported location. There were no adverse events or injuries reported based on this event.